Manufacturer narrative:
The suspect device was not identified, therefore, the manufacturer cannot determine the suspect device. However, the suspect devices in use are part #220252903, lot # 1511025; part #200009901 lot # 1540083; part #200347902, lot # 1502114; part #220220903, lot # 1511014; part #220223312e, lot # 1534184; part #200011901, lot # 1540435; and part #200010901, lot # 1516890. Manufacture date for part #220252903, lot # 1511025 is 11/08/2013; manufacture date for part #200009901 lot # 1540083 is 04/16/2014; manufacture date for part #200347902, lot # 1502114 is 08/15/2013; manufacture date for part #220220903, lot # 1511014 is 12/13/2013; manufacture date for part #220223312e, lot # 1534184 is 12/26/2013; manufacture date for part #200011901, lot # 1540435 is 05/27/2014; and manufacture date for part #200010901, lot # 1516890 is 10/31/2013. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
Allegedly, the patient underwent a total ankle replacement procedure. Approximately 33 months post-op it was determined the patient needed a revision surgery. The revision surgery is scheduled for mid to late june. No additional information available at this time.